Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens haptic bent. The lens was removed with no patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is bent on the lens. There is clear surgical residue on the lens. Conclusion . Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.